Event description:
It was reported that a right atrial leadless pacemaker exhibited premature battery depletion, with a two year reduction in six months. No intervention was completed. Patient did not experience any symptoms and was stable.

Manufacturer narrative:
The reported event of longevity decrease was confirmed. Based on the information provided, it was determined that there were multiple high-rate atrial sensing events detected by the device. The longevity estimate provided by the programmer was accurate. Based on the evidence, the system is performing as expected.